Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped inflating completely. Upon revision, fluid loss and a break in the tubing were identified; therefore, all the components were removed and replaced, while the previous reservoir was kept in place. No patient complications were reported.